Event description:
Technician alleged that the head section of the bed drifts down slowly. No patient impact.

Manufacturer narrative:
The technician found the cause to be a faulty cardio pulmonary resuscitation valve. The technician replaced the cardio pulmonary resuscitation valve to resolve the issue.